Event description:
It was reported that during implant attempt the lead was damaged. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found the defib conductor distorted and blood in/on helix/lobe mechanism.